Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, customer was using cold insulin and not completing the air removal step during the load process. Tandem technical support educated customer regarding the use of room temperature insulin and the air removal step. A new cartridge was loaded to resolve the issue.